Manufacturer narrative:
Console logs from the reported day of event are consistent with complaint and show battery failure alarm (#360) as well as battery level low (#23) and battery failure due to low voltage (#350) upon aic boot up and during aic operation (support with pump 422495 was successfully concluded, despite on-going battery alarms). Battery and power data embedded in long term logs confirmed cell imbalance of battery 1 (cell 1 failure), which is a known pattern failure affecting certain number of battery packs. The cause of the aic issue was a defective battery. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported upon boot-up of the automated impella controller (aic), there was an alarm for battery failure despite being plugged into wall outlet for hours and verifying the battey transport switch was in the correct position. The impella cp support was successfully started with the battery failure alarms. The medical staff confirmed the battery continued to charge while plugged into an outlet. There was no patient harm reported, the patient remained on impella cp support until successfully weaned and explanted.